Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was "within range". The customer's pump is being replaced. Further information regarding the event was not provided.